Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire polytetrafluoroethylene (ptfe) coating was examined, and it was discovered that the ptfe was peeled/scraped off at approximately 38.0cm from its proximal end. The ptfe coating was scrapped on one side of the wire. The ptfe coating appeared to be scraped off from the guidewire with the torque device collet and/or the introducer sheath. During functional testing, the returned guidewire was kept hydrated as per direction for use (dfu) and a demo sl-10 micorcatheter was prepared as per dfu. The synchro guidewire was loaded and advanced through the proximal end of a demo sl-10 micorcatheter. The guidewire came out of the micorcatheter distal end without any friction and/or resistance. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. In case of this complaint, the ptfe coating was likely scraped off due to insecure tightening of the torque device; however, since the torque device was not returned for analysis this could not be definitively determined. Therefore, an assignable cause undeterminable was assigned to the as analyzed issue guidewire ptfe coating peeling.

Event description:
It was reported that during analysis of the returned device, the guidewire ptfe (polytetrafluoroethylene) coating was peeled off. There were no clinical consequences to the patient as a result of this event.